Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation, the system has correctly identified the potential inaccuracy by declaring the calibration entry at 9:28 am cet as suspicious. Then later in the day on (B)(6) 2020, the system detected more sensor inaccuracy and as a self-check function, a sensor suspend alert was asserted. Further investigation suggests that due to the detection in sensor inaccuracy, the system self-diagnosed and asserted the sensor replacement alert on (B)(6) 2020. Patient was reinserted with a new sensor as a result of this.

Event description:
Senseonics was made aware of an instance where the patient experienced hyperglycemia and the eversense continuous glucose monitoring (cgm) system did not trigger any alerts. The patient ate food to bring glucose level up. The patient reported that he had been experiencing issues with sensor accuracy recently.